Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. It was also found the customer had a battery out limit alarm after replacing their battery. Customer also reported their battery was not lasting for more than one week. Customer's blood glucose was 96 mg/dl at the time of the call. The customer also reported a low battery alert on their insulin pump. Customer's blood glucose had declined to 44 mg/dl during this time. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. Customer also stated they did not frequently use their backlight. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We. Therefore, consider this report complete to the best of our knowledge.